Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicated with the server. The field service engineer (fse) arrived onsite while technical support specialist (tss) was already connected attempting to repair the corrupted database. Technical support specialist (tss) remoted into the device, launched cfnadmin, and uploaded package 10000407599-02 (rss agent 4.12 med/pas). After rebooting, medapps still failed to launch due to dsclientoltp database errors. Tss informed the customer that the next troubleshooting step would take 30-45 minutes. Following knowledge article "how to manually install rss agents & rss component manager", tss attempted a medapps repair, but the issue persisted. Additional knowledge articles were followed, including placing the database in emergency mode. Bd fst assistance was requested, and tss confirmed was end route. After further review, the team proceeded to drop and rebuild the database following knowledge article "proper data sync 2.0 procedure". The database was deleted, reinstalled and a full sync was completed successfully. Bd fse requested customer validation, and the customer confirmed the device looked good. The system functioned as intended after the field service engineer (fse) and technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es dcanes-2_pas machine on or room 2 stuck on a blue screen and does not proceed to the sign-in screen or launch the application. The user was unable to operate the device. The customer attempted multiple reboots, but the system stopped at the same screen each time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.